Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic, and on two different monitors was unable to pull data. It was noted that the white cable of the system controller had a sharp bend by bend relief. The system controller was changed in clinic which the patient tolerated well. They were able to collect data from new controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not being able to communicate with the system monitor was confirmed via analysis of the returned system controller. The returned system controller (serial number: hsc-121652) was connected to a test system monitor and test power module and communication could not be established. Visual inspection of the controller revealed that the white power cable had a kink near the strain relief on the housing side of the cable. Further evaluation of the controller¿s white power cable revealed that the orange data transmission wire was broken, causing the loss of communication between the controller and the system monitor. The observed damage and communication issue did not affect the controller¿s ability to operate a test pump at the set speed. The system controller power cables were replaced with known working power cables and the communication issue with the system monitor resolved. A log file was then downloaded from the system controller. After replacing the power cables, the controller passed functional testing and was connected to a mock circulatory loop and run for an extended period of time without any issues or atypical alarms produced. Data from the reported event date of (B)(6) 2024 was reviewed from the downloaded log file. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. The communication issues between the system controller and system monitor was determined to be caused by a break in the data transmission wire on the white power cable. The root cause of the break could not be conclusively determined through this analysis; however, the minor kinks on the white power cable may have contributed to the degradation of the wire. Although not conclusively determined, the observed kink and underlying wire damage may have been associated with repetitive bending of the power cable during use over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-121652, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22nov2022. Battery inspection data was reviewed for the 11v backup battery, serial number gx278302, revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.